Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery test. Customer reported that they changed the battery and got a failed battery test. Customer reported that contacts are not missing or damaged on battery cap. Customer insert new battery however they still received failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.